Manufacturer narrative:
One used ls3092 ligasure device was received, and evaluation of the sample confirmed the reported issue. Visual inspection found one of the snaps on the jaw was broken and missing. The insulation was also damaged and missing portions of the rubber, causing the device to fail hipot testing. The electrical continuity was checked and found to be broken between the jaw electrode and plug. The insulation damage resembles scraping, as though the device had come in contact with a sharp object. Snap pin damage can be caused by the user improperly aligning the snaps into the mating holes during assembly. The damage can also be caused by multiple assembly attempts. Review of the manufacturing process for this device shows that checks are in place that would detect the snap and insulation damage. The investigation identified the root cause of the scraped insulation and broken snap pin to be damage accrued during use of the device. The instructions included with this product caution users to inspect the instrument for any damage before use. It also states: ¿if damaged, do not use. Failure to observe this caution may result in injury or electrical shock to the patient or surgical team¿.

Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, a piece of the device jaw detached during use. The component was retrieved and no patient injury occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.